Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis pt reported she had to disconnect from the cycler during her treatment because due to diarrhea. The pt later reported she was "sick in bed with peritonitis". Follow up with the pt's nurse indicated the pt was diagnosed with vre peritonitis and treated with zivox.